Event description:
A baxter engineer reported a pump with a low battery. It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a low battery was confirmed. The device was evaluated at the customer's site on 03/27/2006. Inspection of the device in this date found that the pump's batteries were damaged and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.